Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during the preparation for a rotational atherectomy treatment procedure, the protective sheath of the burr was kinked. During unpacking of the 2.0mm rotablator burr it was observed that the protective sheath of the burr was kinked and the device was not used. The procedure was completed with another 2.0mm rotablator burr. No patient complications were reported. However, the returned product analysis revealed that the sheath was torn.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned unit revealed that the distal catheter sheath had heat & burn marks from the burr. During wet testing the device reached 175krpm at 36psi and then fluctuated from 175krpm to 145krpm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).